Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral abscesses 18 days post miradry treatment. The affected areas were punctured and drained. A culture result was positive for staphylococcus aureus. Antibiotics were prescribed. Patient visited urgency care 3 times for the infections. Clinic stated the patient's symptoms started to resolve at 22 days post-treatment.